Event description:
As reported by our edwards lifesciences japan associate, valve migration and pericardial effusion occurred during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve. The patient had cardiac hypertrophy and narrow left ventricle. At the time, the patient was hospitalized due to acute pancreatitis, which improved and a tavr was performed. The valve was deployed with nominal volume. As mild paravalvular leakage (pvl) remained, post-dilation was performed with 1 ml more than nominal volume. However, the valve migrated into branch of an aortic arch. The operator let the valve move to periphery aortic arch and deployed the valve. A second valve was prepared and deployed with no issues, including aortic dissection. During hemostasis, bradycardia and hypotension were observed. A pacing catheter was inserted, and vasopressor and antiallergic agent were administered. ECMO was inserted being careful of valve on aortic arch. Pericardial effusion was observed, and pericardiocentesis was performed; however, it was found to be serous. The patient left operating room.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy (in aortic position), minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the exact cause of the device migrating into a branch of the aortic arch is unknown, investigation results indicate patient factors (cardiac hypertrophy and narrow left ventricle) likely contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.